Event description:
It was reported that the patient developed an infection at the implantable neurostimulator implant site, on the right buttock. The infection site was washed with antibiotics and a new lead and battery were implanted. It was reported that the patient was doing well. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead: model 3093-28, lot# v800680, implanted: (B)(6) 2011, explanted: (B)(6) 2011.